Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient underwent anterior/posterior repair using mesh on (B)(6) 2009 due to cystocele and rectocele, posterior colporrhaphy on (B)(6) 2009 due to rectocele, repair of vaginal prolapse and rectocele on (B)(6) 2010 due to prolapsed vaginal vault and rectocele. Patient also underwent abdominal sacral colpopexy, perineoplasty, and lysis of adhesions on (B)(6) 2010 due to recurrent vaginal wall prolapse, extensive abdominal adhesions, and dyspareunia. It was reported the patient underwent anterior colporrhaphy on (B)(6) 2012 due to sui and cystocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and bsc uphold vaginal support system and elevate ams were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.